Event description:
It was reported that (1) device was used during a gastroesophageal reflux surgery. It was reported by the affiliate in september 99, one of the surgeon's patients had some problems from a surgery that had been performed in november 98. During the post surgery period, the patient presented a diarrheal situation and during the diagnostic process, an abdominal x-ray showed a strange body with metal density. A lot of exams were made, and with a laparoscopic exam, they found the jaws of an er320 in the patient. The patient went through a new surgery to remove the object. No further problems with this surgery.